Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 446 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter and test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, the reading of 20 mg/dl and 446 mg/dl were found in the device's internal memory log within 10 minutes. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.